Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic with complaints of fatigue. The experience of fatigue was due to inappropriate auto mode switching episodes. Review of the episodes revealed atrial events falling into the refractory due to extension of ventricular-ventricular interval caused by an arrhythmia unhiding algorithm. The arrhythmia unhiding setting was turned off. The patient did not have any other adverse issues.